Event description:
Patient was in interventional radiology (ir) for inferior vena cava (ivc) filter placement as prophylactic. Doctor unable to touch cath through/ could not fire the filter. Filter removed. All package saved. New filter used without incident. No harm to patient.